Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed displacement test. Unit was monitored and no blank display anomalies noted. Power connector plug in and locked in place properly. Hardware low level failures alarmed during self test and confirmed in pump history with variable due to broken trace at pin 6 on u1 keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. Customer states the contacts on the battery cap are neither missing nor damaged. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.